Manufacturer narrative:
Suspect product was discarded.

Event description:
On 17mar2023, a patient (pt) in the united states reported redness in both eyes (ou) while wearing acuvue oasys®1 day with hydraluxe¿ technology brand contact lenses (cls). The pt visited a dermatologist and was advised to stop wearing cls for two weeks. When the pt "starts wearing them it happens again." The pt is planning to visit an eye care professional (ecp) (date not provided). On 21mar2023, the pt provided additional information. The pt visited the ecp on saturday and was prescribed "bacterial drops for an 'infection'" in the right eye (od). The pt stated there were no symptoms or problems in the left eye (os). Beginning in (B)(6) 2022, the pt started experiencing redness in the od when inserting cls. The pt would remove the cl, wait two weeks for the od to get better, and would experience redness again when inserting a new cl. The pt reported no issues with the trial cls. The pt could not remember an exact diagnosis but was told it was a "bacterial infection." The pt was prescribed vigamox od four times a day (qid) for 7 days with no cl wear and to return to the clinic if not resolved. 03apr2023, additional information was provided by an employee at the treating ecp's office. The pt's diagnosis was od bacterial infection (date not provided) with no loss of visual acuity or permanent damage. The pt was released to wear cl wear after completing treatment (details not provided) and was advised to follow-up if symptoms persisted. The pt did not return for follow-up. 03apr2023, additional information was provided via email from the treating ecp's office. The pt was diagnosed with a bacterial infection in the od with no permanent damage or permanent loss of visual acuity; the eye was not cultured, and the ecp is unsure if pt recovered or returned to cl wear as the pt has not returned for follow-up. No additional medical information has been received. No additional information is expected. This event was determined to be serious adverse event on (B)(6) 2023 when the pt provided a diagnosis of "bacterial infection." The date of the pt¿s event is being recorded as (B)(6) 2022 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number j0033pt was produced under normal conditions. The od suspect cls were discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.